Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer regarding the patient's implanted infusion pump containing an unknown dose/concentration of dilaudid. The indication for use was non-malignant pain. It was reported that the patient had the device removed because "the catheter was working its way out because of all the weight I lost and it was trying to get infected." The patient had lost weight over the past two years and noticed the catheter issue within the last three months "or something like that." The patient noted that she was still in pain and recovering from the pump system removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.